Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately six weeks post hvad implantation, the patient was admitted to the hospital with complaints of fatigue and hemoglobin of 5 g/dl. She was subsequently transfused two units of packed red blood cells. Colonoscopy results revealed several arteriovenous malformations in the jejunum that required hemoclips. The patient was discharged home the day following her colonoscopy with no additional episodes of bleeding to date. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital with complaints of fatigue and was worked up for gastrointestinal (gi) bleed. The patient was transfused two units of prbcs and underwent a colonoscopy for evaluation and surgical application of hemo-clips. It was reported that the patient was discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.